Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine (2.5mg at .1200mg) via an implantable pump for unknown indications for use. It was reported that the patient stated that at their refill on (B)(6) 2024, it was noticed that the pump had flipped and had to be manually flipped to be able to refill. The patient fell down the stairs hitting her pump located in left abdomen which caused the pump to come free or anchoring "stitches". Action/intervention: a dye study was performed by a healthcare provider (hcp) on (B)(6) 2024 to ensure the catheter had not moved after fall. The dye study was successful, no issue with catheter was still located at t9 where it was placed before fall. Outcome: the issue was resolved. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury.